Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold since last implant. Also, the lead incurred damage on terminal end, shocking electrode, lead body, yoke and insulation. Further, this lead was surgically capped. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.